Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's reported infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient reported that a pod applied to the abdomen the previous day and had been worn for approximately 4-24 hours caused increasing discomfort at the infusion site. The patient noted that the skin around the pod adhesive became bright red, painful, and inflamed, with burning sensation and some bleeding noted upon removal. The patient stated that the site appeared infected and red, and they experienced pain while the pod was in place. There was no formal medical diagnosis of skin infection reported. The patient further reported that the infusion site had been disinfected with alcohol prior to application, and they use prescribed corticosteroid cream after removal due to known allergic reactions. Blood glucose levels were reported at 180 mg/dl at the time of the event. No further information regarding medical diagnosis or treatment was provided.